Event description:
It was reported that at a new implant procedure there was difficulty filling the pump. They were able to aspirate 18ml of sterile water from the reservoir but were unable to fill the pump. A couple of needles were used and were patent. They attempted to aspirate any possible air from the pump and then attempt a refill but were unsuccessful. The pump was warmed to 110 degrees f and still unable to fill. The pump was cooled to ambient temperature and was unable to fill. Troubleshooting was performed but they were never able to fill the pump. Another pump will be used. It was indicated the pump contained lioresal. It was also indicated the pump contained water. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Analysis of the pump revealed no anomaly found.

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.